Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had an air bubbles on the reservoir. Customer's blood glucose was unknown mg/dl. The customer stated she did put a smaller amount of insulin and was able to fill new reservoir on her own and connect to previous set.